Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient had a bent cannula resulting in the patient requiring hospital treatment for high blood glucose levels with positive ketones. The reporter stated that the patient¿s pump never alarmed to alert the patient of an occlusion. This report is made based on the allegation that the patient was hospitalized for hyperglycemia related to an alleged failure of the pump to alarm to alert the user of an occlusion.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/30/2013 with the following findings: the pump black box and download histories were reviewed and found no occlusion alarms. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A rewind, load, and prime sequence were performed successfully. A force sensor calibration test confirmed that the force sensor was within specifications. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications; no occlusion alarms occurred during testing. An occlusion alarm was induced during testing and the pump supplied the appropriate audible and visual alerts for an ¿occlusion detected¿ alarm. No delivery related defects were found during testing.